Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and the remote monitoring transmission indicated that there was suspected occasional intermittent far-field r-wave oversensing on the right atrial (ra) lead and suspected occasional oversensing on the right ventricular (rv) lead. Ten days later, the patient came to the emergency department due to hearing an alert. Review of remote monitoring transmission indicated that the alert was triggered due to high impedance on the on the right ventricular (rv) lead. Reprogramming was performed to change the sensing on the rv lead. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.